Manufacturer narrative:
This complaint was identified during our retrospective review on complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from (B)(4)). This case has been reviewed, and deemed a malfunction. Based on current information, recurrence of this malfunction would could lead to a serious adverse event because cutting the shaft of the catheter has not always worked in the past. There have been occasions where the balloon required deflating by the transvaginal or suprapubic route, which puts the patient at substantial risk for infection or a more serious outcome from this procedure. The product(s) noted in this case is/are not used for treatment or diagnosis. Reported to the FDA on february 12, 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). This is related to (FDA audit-observation #5 from (B)(4)). It was impossible to deflate the balloon at the patient's bladder therefore shaft was cut and catheter was removed.